Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h4, h6. Corrected fields: d7a, g2 (health professional should be removed), g4, h6 (problem codes), h6 (additional component). The device was returned to olympus and the customer's reported issues were confirmed. Based on the results of the investigation, a definitive root cause could not be determined for the blurry lens or foreign material. Furthermore, the foreign material could not be identified and the cause of why the material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited tissue adhesive at the forceps channel, as well as a blurry lens. There were no reports of patient involvement.